Event description:
Patient had a clogged peg feeding tube, clog zapper enteral feeding tube declogging system obtained to attempt to declog the ng tube. Instructions followed by rn to instill declotting liquid with applicator and plastic tube. When plastic tube removed it broke leaving 6 inches of plastic tubing. Patient went to ir to have peg tube removed and replaced, plastic tubing could not be located.